Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4) significant reduction of irido-corneal angles, secondary surgery, lens exchange. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vicmo12.6, -3.5 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial and had clear surgical residue/ debris on the product. Visual inspection found the haptic torn, lens curved and clear residue on the lens surface. Lens model of previously implanted lens is corrected from 13.7mm vicmo12.6 to 13.7mm vicmo13.7. (B)(4).